Event description:
It was reported that the remote monitor is not receiving power. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor was receiving power but did not respond when the start button was pushed. The monitor has been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and did fail the incoming visual/functional check as it would not start an interrogation. Than an interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.

Event description:
It was reported by the patient that the remote monitor was receiving power but did not respond when the start button was pushed. The monitor has been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.